Event description:
This pt was undergoing a tran arterial chemoembolization (tace). The microcatheter was used to support the guidewire. During injection of adriamycin with lipidol medication, hub leakage was noted. The microcatheter was replaced with a new hypertransit catheter and completed the procedure. There was no adverse consequence to the pt. The product has been returned for evaluation and testing; however, the engineering evaluation is not yet complete. Additional info will be submitted within 30 days upon receipt.